Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6 visual evaluation of the returned product found no evidence of tyvek adhesive residue. The inner blister was not sealed during the manufacturing process. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the rep opened the package, they noticed that the plastic packaging that protects the implant was not glued to the plastic support and determined that the implant is not sterile. There was no surgical delay. Attempts have been made and no further information has been provided.